Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00 x 8mm synergy xd drug-eluting stent was advanced for treatment. Upon repositioning, the stent was dislodged. The stent was crushed to the side wall of the vessel and the procedure completed successfully with a 3.75x12 nc emerge balloon catheter. There were no patient complications.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00 x 8mm synergy xd drug-eluting stent was advanced for treatment. Upon repositioning, the stent was dislodged. The stent was crushed to the side wall of the vessel and the procedure completed successfully with a 3.75x12 nc emerge balloon catheter. There were no patient complications. It was further reported that multiple attempts had been made to position the stent and that the stent was dislodged at the lesion site. Accidental pressure was not applied to the delivery system while positioning and repositioning at the lesion site and no resistance was felt while advancing the device in the guide catheter or over the wire. As per physician opinion, the cause of the reported event was the calcium.

Manufacturer narrative:
An angiographic photo was provided by the site. However, due to the poor quality of the image it could not be determined with certainty if the image was showing a dislodged stent.